Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported variable angle (va) locking screw kept rotating and never locked in the second distal hole of the plate at the ulnar side during tightening. The surgeon gave up inserting screw in the hole in spite of several tries and completed the surgery. The fixation was successful. Upon examination, the thread of the screw head was found worn. It is unknown when the screw was exactly worn down. There was 10 minutes delay in the surgery. This complaint involves 2 parts. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown patient information. Event date: unknown. Alternate product code: hwc. Implant/explant date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.